Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed discomfort, pressure, and bruising under one of the electrodes on his back. The patient, a physician himself, removed the lifevest and reported that the bruising had improved. Follow-up indicated that the patient resumed wear of the lifevest and that the bruising had not improved.